Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. It was noted that the battery level decreased from 48% to 15% in a few days. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) consultant recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this implantable device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. It was noted that the battery level decreased from 48% to 15% in a few days. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) consultant recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this implantable device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis.